Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient had a hypoglycemic event while using the blood glucose monitor. The patient had breakfast between 08.00 and 09.00am. Afterwards he obtained a blood glucose value and injected novorapid insulin based upon this value. The reading that was obtained and amount of insulin injected is unknown. Approximately 30 minutes later the patient felt hypoglycemic and lost consciousness. The emt's arrived at 10:30am and treated the patient with glucozade. It was reported that comparison glucose measurements were done between the emts' meter and the aviva nano; no values could be provided, but the reporter stated that the aviva nano measured 4 -5 mmol/l higher than the professional meter. The patient was not hospitalized. The lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.